Event description:
It was reported that they were getting grainy images, resulting in the patient having to be exposure. It was determined to be a calibration/communications issue. The field engineer checked the unit once and it was working as intended. This hasn't happened again and the site will monitor and notify us as this happens again.